Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a sleeve procedure, during the first step, the stapler was not able to fire. The surgeon was not able to press the green button and was not able to squeeze the handle. The surgeon used another reload to resolve the issue in order to complete the case. There was no patient injury.